Event description:
It was reported the presented to the hospital in complete heart block. Attempted interrogation of the device was unsuccessful as no telemetry could be established with the device despite using two different programmers. Further examination of the patient revealed there was no longer any pacing output from the device. According to the patient's medical records, the device indicated an estimated remaining longevity of 20 months at the patient's last follow up appointment 4 months ago. The patient was admitted to the coronary care unit and is awaiting device replacement. The device was returned.

Event description:
It was reported the presented to the hospital in complete heart block. Attempted interrogation of the device was unsuccessful as no telemetry could be established with the device despite using two different programmers. Further examination of the patient revealed there was no longer any pacing output from the device. According to the patient's medical records, the device indicated an estimated remaining longevity of 20 months at the patient's last follow up appointment 4 months ago. The patient was admitted to the coronary care unit and is awaiting device replacement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: the device is not part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.